Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) was very hot. No information was provided on whether there was patient involvement, injury, or surgical delay relative to this event.

Event description:
N/a.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed, failure analysis - the investigation of the unit confirmed the complaint: the handpiece was overheated due to the transducer failure. A new transducer and housing assembly were replaced. The handpiece was retested and passed all test to manufacturer's specification. Root cause - the root cause was confirmed as transducer delamination as a result of transducer braze degrading in the field. Corrective action was raised specific to 36khz handpiece c2602 and transducers and is pending implementation.